Event description:
It was reported that the customer's blood glucose (bg) level was 29.8 mmol/l and ketone level was high. Cause was not known. Customer delivered a bolus via the pump to address bg. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous insulin and saline. Elevated bg/ketones were resolved without injury. Customer was discharged on (B)(6) 2025. Pump system check was performed with technical support. No issues were identified with the insulin, cartridge, or insulin tubing/cannula. No pump issues were identified.